Event description:
Reviewed carelink transmission, patient has very pronounced t-waves caught on af(atrial fibrillation) episodes dating back the past year. Caller provided patient is pacemaker dependent. Reviewed lead trends for capture. R waves are measuring at 0.9 mv; however, since the patient is truly dependent, this. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).